Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed by review of the logs by baxter employee but not duplicated during evaluation; however, the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a system error 2240 on the homechoice (hc) during use, patient connected in dwell 3 of 5. The baxter technical service representative (tsr) assisted the home patient (hp) to cycle power on the hc. Baxter product surveillance contacted the patient on (B)(6) 2011. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and could not tell how air might have got into the lines. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.